Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned to nuvasive for evaluation; further, operative notes and/or radiograph images were not provided for review of usage/technique. A definitive root cause was unable to be determined with the information provided. Label review: "warnings, cautions and precautions: the implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient. "Pre-operative warnings: care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient." If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly. Device has not been returned.

Event description:
It was reported that during a procedure, a paddle shaver fractured near the distal cutting edge. The fractured portion was retrieved from the disc space with no patient harm or negative consequences. No further issues were noted to have occurred during the procedure.